Manufacturer narrative:
(B)(4). The customer's report of an over infusion of a study drug could not be confirmed. Log analysis of the pcu shows that the infusion was programmed at 2:43 pm on (B)(6) 2015 as reported by the customer. The infusion ran until 4:01 pm when an air in line occurred. Device was subsequently turned off. Total volume infused was logged as 100.051ml. It could not be determined from the log review why the device did not deliver the programmed 115.3 ml. It cannot be determined from the log review exactly how much fluid was in the bag at the start of the infusion or how much was left over in the line at the end of the infusion. The root cause of the customer's report was not identified.

Event description:
The customer reported a primary infusion of study drug (B)(4) with a programmed vtbi of (B)(4)ml and a rate of (B)(4) ml/hr finished 7 minutes early. The total infused volume was (B)(4) ml instead of the expected (B)(4). The vtbi was determined by adding (B)(4)ml of flush volume to the volume on the bag when set up from pharmacy (B)(4). Biomed at the facility did an initial review of the logs and did not find any discrepancies. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.